Event description:
A phone call was made in order to follow up on a previous call that the customer made for high blood glucose and the customer stated that insulin from the reservoir leaked. The blood glucose reading at time of call was 240mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.